Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level was 188 mg/dl. Reportedly, customer simply cleared the alarm and resumed insulin delivery to address the issue.